Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that upon receipt of the product at the distributorship, the stem was protruding from the end of the box.